Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated abdomen, lower flanks and upper back on (B)(6) 2019, (B)(6) 2020 with coolsculpting coolmax and coolcore may have developed paradoxical hyperplasia (ph).

Event description:
Patient received coolsculpting treatment to the upper abdomen and the axillary puff on (B)(6) 2019, (B)(6) 2019, (B)(6) 2020 and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional information: h11: corrected data.

Event description:
Patient received coolsculpting treatment to the upper abdomen and the axillary puff on (B)(6) 2019, on (B)(6) 2020 and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 7/18/2023.

Event description:
Allergan aesthetics received a report of a patient treated to the abdomen and axillary puff areas on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2020 with the coolsculpting legacy coolmax and cooladvantage coolcore system applicators and developed paradoxical hyperplasia (ph) post treatment.